Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. After 46 hours, the device had approximately 50 ml remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to a1: patient identifier, b3, d11, h4 and h6. H4: the lot was manufactured from november 19, 2019 - november 20, 2019. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.